Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Outcomes attrib. To ae: corrected from other to required intervention. Name prefix: corrected from mr. To dr. First name: corrected from (B)(6). Last name: corrected from (B)(6). Occupation: corrected from nurse to physician (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in a coronary artery. A 4.00x24mm promus premier¿ stent was advanced however it was noted that the stent came off the delivery balloon and was dislodged in the popliteal artery.

Event description:
It was further that the target lesion was located in the right coronary artery. The 4.00x24mm promus premier¿ stent was advanced but was unable to cross the lesion. The device was pulled back into the guide catheter however the stent was detached in the aorta and was found the right popliteal artery. The patient was brought back to the cardiac catheterization laboratory the next day and the stent was removed using a snare. No patient complications were reported and the patient was discharged four days post procedure.